Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the camera head had a bad image problem. The issue occurred during preparation/ prior to sedation for an unspecified procedure. There were no reports of patient harm and the procedure was completed using a similar device.

Event description:
It was reported, the camera head had a bad image problem. The issue occurred during preparation/ prior to sedation for an unspecified procedure. There were no reports of patient harm and the procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera had a blurry image due to a faulty ccd. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, withdrawal when any irregularity be observed. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. P11 olympus will continue to monitor the field performance of this device.